Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that "rl off" appeared on the screen and there was not electrocardiographic tracing. It's unknown whether there's patient involvement, waiting for gfe feedback. There was no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.